Event description:
A caller reported a cartridge alarm 20 with their insulin pump, which had previously experienced similar alarms. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impacts to their blood glucose level. Tandem technical support decided to replace the pump with updated software and assured that training would be available in the customer's tandem source account. The customer agreed to return the problematic pump within 10 days using the provided return box and pre-paid label, and opted for a signature-required delivery for the new pump.